Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional noted that the patient reported that the lead was disconnected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had a loss of therapy. A manufacturer representative was with the patient to make sure the lead was connected. They did x-rays before an MRI and they found that the lead was connected. Before the MRI the patient thought the device was turned off but it was on and the patient could not tell it was on and could not feel the stimulation or adjust it. However, the manufacturer representative noted that it was on and they had to shut it down for the MRI. Manufacturer representatives had tried to tweak the device in the past and could not tweak it. The patient was indicated for non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type; lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that stimulation was not working correctly since implant. 2 x-rays were done on friday for lead location but the patient had not gotten the results. The patient was having discomfort and had shut therapy off last night. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received reported that the patient's implantable neurostimulator (ins) had not worked since implant. The patient got the ins for treating back pain. The following adverse events were the result of a car accident and occurred prior to device being implanted and were not related to the device: neck, concussion, broken back, and a bruised heart. With help the patient using the patient programmer (pp), was able to place the implantable neurostimulator (ins) into MRI mode. Initially the patient reported that he was on group a and the stimulation was turned on. The patient reported seeing full body eligibility. When the patient placed the ins into MRI mode, he felt nothing when the stimulation was shut off. The patient wanted to leave the stimulation turned off. It was noted that the leads came off the implant and was confirmed with a cat scan. The rep met with the patient at the doctors office to tweak around this. The patient also had hip replacement surgery and found out that a lot of his pain was coming from his hip which was bone on bone contact. The patient's neck irritated him during the hip surgery and had discomfort with his shoulder blades, neck, and arms ever since. The patient also had a herniated disc in his neck. Later the stimulation could not be shut off and had to call the rep and work on it over the phone over an hour. A replacement remote and cord was sent to the patient. It was also reported that the implant was almost popping out of his body. It was assumed that this occurred since implant. In addition that patient reported that he has had kidney issues for 20 years and has had other x-rays.